Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that new orders not crossing over epic to pyxis es. The technical support specialist (tss) observed that messages were queuing to the es server. Subsequently, the internet information services (iis) service on the es server encountered an error. To resolve the issue, iis was restarted on the es server, and the carefusion coordination engine (cce) service successfully re-established the connection. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the new orders were not crossing from epic. The customer stated that there was a delay in the dispensing of the medication. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4: unique device identifier not available.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the new orders were not crossing from epic. The customer stated that there was a delay in the dispensing of the medication. However, there were no adverse events or injuries reported based on this event.